Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2017 for further investigation. During the investigation the fse found suction pipe on the washprobe disconnected. He also found a broken wash probe which was replaced. The fse initialized and instrument and was receiving home sensor errors which was caused by a bad sensor board. The board was replaced and the instrument initialized without any errors. Then the fse aligned the senor board for temperature and impasse adjustment. A troponin quality control (qc) run was performed and the results were low. The instrument then started giving intermittent theta a axis errors during calibration which was due to a defective driver board. The drive board was replaced and calibration and qc were performed. The rates were still low and the qc was low in comparison to the rates at the beginning of the month. Fse then decontaminated the instrument and reran the calibrators and control with passing results. Instrument is functioning as intended and was released. The most probable cause for this event is contamination of the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2017 the customer reported substrate purge failure 2017 and error 2015 after maintenance. The customer indicated that the substrate is only 3 days old. The customer performed etoh shut down, replaced the substrate five time and rebooted the instrument with the error still occurring. Then they placed new substrate ii and diluent on the instrument and performed background check which resulted in the same error occurring. The technical support group (tsg) advised the customer to clean the syringe lead screw and dispatched service. Customer requested service in order to address the reported issue which resulted in delay reporting of results for bhcg and ctni2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.